Event description:
It was reported that pre-dilatation was performed in the de novo lesion in the distal right coronary artery prior to the deployment of the 2.25 x 18mm xience v stent at 8 atmospheres. The stent delivery system (sds) was removed and post-dilatation was performed with a voyager nc balloon catheter, at which time a dissection was observed at the proximal end of the stent. A 2.25 x 8mm xience v stent was used to cover the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.25 x 8mm voyager nc. Guide wire: allstar. Guide cath: cordis. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.